Event description:
Reporter has had several events in the intensive care unit where the arterial pressure tubing has broken or come apart. One has broken at the vamp syringe connection, one has broken mid-tubing, and another has broken at the sample site. This has led to pt bleeding and air tubing. Any of these incidents could have been fatal.